Event description:
It was reported the spring wire guide was kinking during use on a patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed a bend towards the distal end of the guide wire causing the j-bend to be misshapen. There were also slight bends towards proximal end of the guidewire body. Microscopic examination confirmed both welds were fully formed and spherical. The kinks in the swg body measured 12 cm from the proximal weld and 12mm from the distal weld. The guide wire body was also bent at the 25mm and 75mm mark from the distal weld. The total length of the swg body measured 458 mm which is within specifications of 450-458 per swg product drawing. The outer diameter measured 0.847 mm which is within specifications of 0.838-0.877 per swg product drawing. The undamaged portions of the returned swg were passed through the returned ars and 18 ga introducer needle per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Continue until spring-wire guide reaches desired depth." The guide wire passed through with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent towards the distal end causing the j-bend to be misshapen. There were also slight bends towards proximal end of the guidewire body. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire, and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinking during use on a patient. No patient harm reported. The patient's condition is reported as fine.